Event description:
Inserted subclavian - fatal outcome. Believed that dilator perforated left brachial cephalic, but there was no post mortem done to confirm this.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.